Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported the right ventricular lead exhibited low sensing values and an increase in the threshold measurements. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The overlay tubing of the lead was extrinsically breached due to melting. Analysis of the device memory was also performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. All electrical testing was within specified parameters. An in-vivo insulation breach or fracture was not observed. The lead was returned with the helix bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.